Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, system log files, and affected part(s). Based on the customer information about imaging artifacts in plane a, the custumer service engineer (cse) checked the system and found that the copra board of plane a was defective. The cse replaced and returned the part to the manufacturer for detailed investigation. Nevertheless, system movement and x-ray functionality of plane b were not affected. The returned part was examined in detail and shows that the issue was a defect capacitor on the copra board. According to expert opinion this resulted in the image artifacts of plane a. After the exchange of the board there were no further issues and the system works as intended. The spare parts consumption was checked and a possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported image artifacts on plane a. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.